Manufacturer narrative:
(B)(4). Batch #: unknown. The following information was requested, but unavailable: was the white tissue pad lifted or was it completed detached from the clamp arm? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the beginning of an unknown procedure, when the first cut with the scissors is made, it completely loses the teflon (pad). There were no patient consequences.